Manufacturer narrative:
Device is a combination product. (B)(4). Device evaluated by MFR: it is indicated that the device will not be returned for evaluation. If there is any further relevant information obtained, a supplemental medwatch will be filed. (B)(4).

Event description:
It was reported that stent dislodgement occurred. The 85% stenosed target lesion was located in the moderately tortuous and severely calcified left anterior descending artery. Following predilation, a 3.00 x 28mm synergy¿ drug-eluting stent was advanced for treatment. However, the stent was subjected to severe calcification and the stent flowed toward the wrist blood vessels. Surgery was immediately performed. The device was removed from the patient and the procedure was completed. No further patient complications were reported and the patient¿s status was good.